Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a subacromial decompression procedure, it was reported that the burr was shedding debris into the joint. The joint was washed out and the debris removed. A back up device was available to complete the case. There were no reported patient injuries or complications. The device will not be returned for analysis as it was disposed of at the reporting facility.